Manufacturer narrative:
(B)(4). The device will not be returned for analysis as remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00099.

Event description:
It was reported by the 411 group that a patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day, x-ray provided showed dislocated hip. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed.   Part and lot identification are necessary for review of device history records, neither were provided.   Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with dissociation of the right femoral head from the acetabular cup on one of the images. No further evaluation could be performed with the x-ray images provided.   A definitive root cause cannot be determined.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report